Manufacturer narrative:
Concomitant products: product ID 37744, serial # (B)(4), product type programmer, patient; product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger.

Event description:
The patient was reported that the patient was currently at rehabilitation and he was not there due to the device therapy. The patient had lost his recharger and was not able to charge the implantable neurostimulator (ins). Because of that he had a return of left leg pain, which was occurring daily. It was noted that the change in symptoms and therapy was considered sudden and occurred on the day of the report, (B)(6) 2015. There was no trauma or falls that could be related to this issue. The patient was not able to put any weight on the left foot. When stimulation was on he got about 55-60% pain reduction. The trial worked about 95-100%. The ins was implanted for left leg pain and the patient was not able to use the stimulator as he did not have the implantable neurostimulator recharger (insr). The patient was last able to charge the ins about 2.5 weeks ago. He was going to try to charge right away once he got a replacement. It was noted that there were many doctors that he was working with at the rehabilitation but he did not know who the main doctor was. He was going to be released tomorrow. The patient was currently on oxycontin. The doctors at the rehabilitation were concerned about increasing the oxycontin because he used to be on oxycontin for break through pain, which was prior to implant, and he was on such a high does that he was overdosed. Due to being on the medication for so long at such a high dose it had destroyed all the testosterone in his body and they told him it had also caused kidney damage. The doctors were eager to get him off the medication. It was noted that in 1991 the patient was paralyzed from the waist down. The patient had surgery, stating the ¿quartoqino¿ made it really hard to get the implant to cover the pain. The left leg never ¿came back¿ but the right leg did. The patient had a 2nd surgery for the leg pain in 2002 and was put on oxycontin for his break through pain. This all happened prior to implant. It was noted that the patient's relevant medical history includes non-malignant pain and complex regional pain syndrome (crps) type ii. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the patient reported that steps taken to resolve the return of the left leg pain included the I nstallment of his stimulator on (B)(6)-2012. His pain continued with marginal reduction and he was advised that he could not be adjusted to resolve. The patient noted there were no circumstances that led to the return of his left leg pain as it never went away.